Event description:
Additional information was received indicating that the device and the lead continue to exhibit lead safety switch (lss). Some stored episodes of oversensed noise were noted. No intervention was performed. The device remains in service. No adverse patient effects were report.

Event description:
Boston scientific received information that this pacemaker triggered lead safety switch due to low out-of-range (oor) pacing lead impedance for right ventricular (rv) lead. The rv lead was reprogrammed to bipolar several months ago. However the lead had lss again, and the health care professional (hcp) noted negative impedance changes during isometrics. Boston scientific technical services (ts) suggested performing an x-ray. Additional information received indicating that the cause of oor impedance was not determined. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.